Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
When compared to cardiac CT performed (B)(6) 2024, there had been interval placement of multiple overlapping stents along the length of the outflow tract, with a total of 10 stents placed per procedure note from (B)(6) 2024. There was no significant increased caliber of the outflow cannula and persistent eccentric hypoechoic material between the inner portion of the outflow graft and the outer gore-tex graft which was favored to represent clotted blood. The outer gore-tex graft measured 43 x 33 mm and the inner opacified portion measured 14 x 14 mm, compared to 40 x 33 and 15 x 15 mm, respectively, when measured in similar fashion to prior exam. There was focal area of stenosis and apparent collapse of stent noted anteriorly, just past the bend relief, with abrupt luminal decrease to roughly 6 mm at area of stenosis from 13 mm just proximal to and 14 mm just distal to the area of stenosis. The stent struts at this site appeared deficient. In addition, on the inferior aspect of this focal narrowing, there appeared to be contrast extending beyond the stent. The cause of the low flow alarms was due to the patient being hypotensive and vasodilated. The low flow alarms resolved after the patient was given a bolus and the rpms were decreased. The patient was lightheaded and dizzy at the time of the alarms. The patient was re-catheterized to balloon the stent.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient with confirmed extrinsic outflow graft obstruction (eogo) that was stented on (B)(6) 2024 (MFR # 2916596-2024-06769) had been experiencing low flow alarms and an episode of pulsatility index (pi) events with pi of 8-11 and flows of 2.5-3 lpm. A computed tomography (CT) scan was to be done to re-evaluate the outflow graft and log files were sent for review. The event log captured low flow alarms on 03jul2025, as well as momentary low flow events, some of which were very brief and did not generate and alarm. These occurred at times when pi was elevated.

Event description:
On (B)(6) 2025 it was communicated that the patient was scheduled for a catheterization this week. The patient would remain outpatient and would have their outflow graft re-stented.

Manufacturer narrative:
H4 - device manufacture date - correction manufacturer's investigation conclusion: review of the submitted computed tomography (CT) image confirmed findings consistent with outflow graft narrowing; however, the cause of this narrowing, as well as the report of stenosis, could not be conclusively determined through this evaluation. Additionally, review of the submitted log files confirmed low flow alarms. According to the account, these alarms were related to the patient being hypotensive and vasodilated. An area of narrowing appeared to be present on a mid-portion of the graft; however, the extent of narrowing could not be conclusively determined through this evaluation. The system controller event log file contained events from 03jul2025 through 04jul2025, per the timestamps. The majority of the file consisted of pi events. Additionally, two transient low flow hazard alarms were captured on 03jul2025. Estimated flow values ranged from 2.3-2.4 during the low flow events. Elevated pi values were captured during the low flow events, ranging from 10.2-12.1. No other notable events or alarms were captured. The pump operated at the set speed throughout the entirety of the file. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. Chapter 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas. This chapter also addresses all pump parameters, including pump flow and pulsatility index. Chapter 4 of the IFU describes pump flow and hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. This chapter also explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. Chapter 5 of the IFU, ¿surgical procedures¿, contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Chapter 5 also contains a sub-chapter on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Chapter 5 of the IFU, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Chapter 5 of the IFU, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This chapter also explains how to attach the bend relief. Chapter 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, including the low flow hazard, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.